Event description:
During training by a zoll medical sales rep, the device displayed "defib pad short" message. There was no pt involvement in the reported malfunction..

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.